Manufacturer narrative:
The product was not returned for evaluation. Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system reperfusion catheter. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2023-00019.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (bmx96), penumbra system red72 reperfusion catheter (red72), a penumbra engine canister (canister), and guidewire. During the procedure, the physician advanced the red72 through the bmx96 and made the first pass in the target vessel using the red72. Next, the physician advanced the red72 over the 3maxc and then removed the 3maxc to make the second pass using the red72. Subsequently, upon inspecting the canister for clot, the physician noticed the distal end of the 3maxc had broken off and was aspirated with the red72 and into the canister. Therefore, the 3maxc was not used for the remainder of the procedure. It was also reported that the clot migrated from the ica to the m2 segment of the mca, and the physician decided to remove the red72 and switch to a penumbra system red 62 reperfusion catheter (red62). The procedure was completed using a velocity delivery microcatheter (velocity) and red62.